Event description:
Boston scientific received information that the patient with this right atrial (ra) lead was not feeling well and seen in the clinic for a normal device check. This lead was found exhibiting a pacing impedance measurement greater than 2000 ohms as well as loss of capture (loc). Additionally the lead was reported to have a loss of sensing measurements. The lead was successfully capped and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.